Manufacturer narrative:
Valve has been returned, investigation not yet completed. In all past cases of carbon part breakage, the investigation conclusion was "iatrogenic", i.e., some sort of improper, rough treatment of the valve. There has been no structural dysfunction or failure of the on-x prosthetic heart valve in its history. So, the conclusion of the investigation is expected to be similar to that in the past.

Event description:
Broken valve. Valve was not seating properly. Surgeon re-inserted valve holder, and clamped it together so he could push the valve back down further. In process of doing this, a piece of carbon broke off of the valve. No effect on the pt. They retrieved the piece. This situation was reported as being clearly iatrogenic, not a fault of the valve. Pt recovered from the surgery.